Event description:
Customer reported the system won't boot. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the gpos. System operates as intended. (B) (4).